Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that during explant, this catheter had a problem with using the splitter tool to split the hub of the catheter. Once it went down the catheter, the parts of the shaft had fragmented and frayed. Nothing was left in the patient. No adverse patient effects were reported.